Event description:
A resolute integrity drug-eluting stent was being used to treat a mi case. The target lesion was the mid lad. The lesion was 90% stenosed with no calcification. The device was inspected prior to use with no issues noted. Negative prep was not performed. The balloon was inflated to 9atm a new indeflator was used but device still only went up to 9atms. It was then noticed that contrast was leaking. A nc euphora was used to inflate stent. There was no patient injury.

Manufacturer narrative:
Evaluation results: component/subassembly failure (partial radial blade cut). Evaluation conclusions: device failure directly contributed to event (partial radial blade cut caused leak).

Event description:
Evaluation summary: the distal tip was slightly flared. The balloon was partially inflated with crimp impressions visible. Negative pressure was applied and a leak was immediately detected. On pressurization of the device with a syringe a leak was noted on the transition shaft 3.2cm proximal to the guidewire entry port. There is a partial radial blade cut visible at the leak site running in a distal to proximal direction. Image review: image review confirms the presence of diffuse disease in the lad with the target lesion which has a high degree of stenosis being present in the proximal to mid vessel. Images confirm the partial deployment of the stent in the mid/proximal lad. Contrast is evident proximally in the vessel to the position of the stent. Thus confirming the leakage of contrast from the delivery system. This resulted in the partial deployment of the stent, requiring multiple post dilatation at the site the stent was positioned. Angiographic images with contrast showed that there was still significant untreated disease in the mid to distal lad, one the stent was apposed as much as possible against the vessel wall. The diffuse disease was treated with additional ballooning and stenting. Video review: video review shows pressurization of the device post removal from the patient and confirms the leak on the transition shaft.

Manufacturer narrative:
(B)(4). Results: catheter. Conclusion: evaluation in progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.